Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a green line was clogged and a priming error occurred during cataract surgery (with intraocular lenses implant). The surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The used combined pak was visually inspected. The duckbills were not aligned correctly on the auto infusion valve (aiv). The alignment tabs not in housing slot correctly. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The light-emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. 20000 cut rate displayed on the screen when the radio frequency identification (rfid) was connected to the console. The sample was tested using the calibrated console. The sample failed to prime and generated a system message code 3471. The misaligned duck bills check valve in the auto stopcock of the infusion line prevented the samples from calibrating the intraocular pressure (iop) function. The misalignment error could happen during assembly. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified, all corresponding production release specifications defined in the device master record were met. The root cause of the customer's complaint is related to the misaligned duckbill houses in the infusion manifold during the assembly process of the manifold. Action will not be taken for this occurrence. After an investigation of this complaint and analysis of complaints of this nature confirm no unfavorable trend for this event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis by the product team. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).